Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had issues with driveline infection since (B)(6) 2013. The patient¿s infection was treated after the patient stated that a binder was not worn for one day. On (B)(6) 2013, the vad coordinator indicated that the patient was continuing on antibiotics. On patient follow-up, the patient has been moved to 1a status for transplant due to the driveline infection.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.